Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in set). This occurred while the patient was connected for the fourth dwell cycle of peritoneal dialysis therapy. There was nothing found during troubleshooting that could have caused the reported alarm. The technical service representative (tsr) assisted the patient care giver in clearing the alarm. The patient would finish therapy with manual supplies. No patient injury or medical intervention was indicated in association with this event. No additional information is available.